Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-22280. This report, 1818910-2013-25488, will be rejected. Report 1818910-2013-22280 will be kept for investigation purposes.

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.